Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material(hair) in blister.

Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the guide wire, smooth-tipped, sterile t2 tibia ø3x800 mm [packaging] is stated to be the primary product. No further associated products were reported. During the visual inspection of the item received a hair was found out of the sterile barrier between the clear tube and the pouch within the secondary packaging. According to details received it was detected during ¿in-coming inspection¿ at distribution site. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at our sub-supplier, which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process / insufficient inspection specification.

Event description:
In in-coming inspection at distribution, it was found that there was a foreign material(hair) in blister.